Manufacturer narrative:
(B)(4). The lot number 13h007 was manufactured august 3, 2013 - august 6, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed in a low volume intermate out of the box and the intermate was completely empty with a little fluid remaining in the over-pouch. However, the box, styrofoam and surrounding product were not wet. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation with fluid inside of the bag, indicating a leak had occurred. Visual inspection identified partially broken tubing at the junction of the distal luer post, which was determined to have caused the leak. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.